Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximatly 30-40 mg/dl. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.